Event description:
On (B)(6)/3009, patient reported the adhesive to her infusion set does not stick well. She stated the cannula is only lasting one day. Patient reported that on (B)(6)/2009, a cannula came out when she rolled over in bed. Recommended patient not use lotion prior to getting ready to change headset. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.